Event description:
It was initially reported that the patient was complaining of pain and twitching in his arm, occurring with stimulation. Additional information was received indicating that the patient was experiencing electrical stimulations in the chest area. Diagnostics were performed and reported to be within normal limits, however no specifics were provided. X-rays were also performed but it is unclear if they will be sent to the manufacturer for review. The patient's device was not disabled, as the patient's neurologist felt that the vns was successfully controlling the patient's seizures. The patient was however referred to a surgeon for possible full revision. Surgery took place on (B)(6) 2011. During the procedure, the lead wire was found to be intact; however the generator was loose in the chest. The old generator was removed and a new generator was securely implanted. The explanted generator has not yet been returned to the manufacturer for analysis. On (B)(6) 2011, it was reported by the patient's surgeon's office that the patient has developed an infection at his generator site, following the replacement surgery. This will be reported under MDR number: 1644487-2011-02286.

Event description:
Attempts for additional information regarding the patient's reported pain and migration have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2011, indicating that the pain that the patient was experiencing was attributed to the generator movement in the chest.